Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Additionally, it was reported that the customer experienced a low blood glucose (bg) level ranging from 50-180 mg/dl; cause was not known. The customer reverted to manual injections for insulin therapy. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.